Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant calcitonin (cal) results that were obtained on one patient sample using two different instruments of immulite 2000 xpi. A siemens customer service engineer went on site and performed the following: sample probe alignment, reagent probe alignment, drd alignment, priming verification of water and substrate pump dispensing, verification of tube lifter alignment, centrifuge speed adjustment, verification of vacuum pump aspiration, and verification of probe dispensing were performed. It was identified that the inside of the reagent probe was wet. It was found that the probe alignment in relation to the blind hole was incorrect, causing water to reach the washing station and wet the probe. The water balance connector had poor contact and was causing reading errors. This was repaired. The scale calibration, water filter replacement, and functional tests were performed, with acceptable results. Siemens continues to investigate.

Event description:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant calcitonin (cal) results that were obtained on one patient sample using two different instruments of immulite 2000 xpi. The repeat testing was considered correct. The initial result was reported to physician. It is unknown if the physician questioned the result. There are no known reports of patient intervention or adverse health consequences due to this discordant results.